Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging an issue with the ok button of her onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when alleged issue with the ok button started. The patient manages her diabetes with insulin (self-adjuster). She indicated that following the start of the alleged issue, she continued with her usual dose of diabetes medications ¿ 35 units of lantus insulin before bed and humalog insulin with meals. The patient reported that immediately after the start of the alleged issue, she experienced symptoms of ¿nausea¿ which she self-treated with insulin. She denied using any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and, based on the information provided there had been no trauma/misuse of the meter. The patient reported that there was ¿no response¿ from ok button. She was unable to say whether this was an intermittent issue. The issue was not resolved with training. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.